Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that her mother's onetouch ultra2 meter had an "apply sample" issue. The patient tests her blood glucose twice a day. She tests before lunch and bedtime. The pt takes sliding-scale novolin insulin based on her meter readings. She also takes glipizide. The reporter indicated that the alleged meter issue started on the day before, during the morning time, although the pt was unable to test her blood glucose that morning, the reporter claimed that the pt took a guessed amount of sliding-scale insulin, as well as an unspecified dose of glipizide. An unknown time later that same morning, the pt reportedly developed symptoms of sweating and weakness. The reporter called the pt's dr who advised her to give the pt orange juice. The reporter mentioned that the treatment helped to relieve the symptoms. Later, that same evening, the pt again took a guessed amount of sliding-scale insulin before going to bed. At an unspecified time after taking the insulin that night, the pt again developed symptoms of sweating and weakness. The reporter treated the pt again with orange juice. The pt's blood glucose was not tested on another device during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet rec'd them. If either the meter, strips, and/ or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.